Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation of a clip delivery system (cds), the clip would not open. Troubleshooting steps were performed, and after the third attempt, the clip was able to open. However, the clip jumped opened to 180 degrees. The clip continued to jump open, and therefore, the cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficulty opening the clip was confirmed tested via returned device analysis. The reported clip jumpiness was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumpiness. The difficulty opening the clip appears to be related to observed lock like slack. However, a cause for the slack cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.